Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. The lot number and exp date have not been provided despite multiple attempts to obtain the information. Therefore, the production identifier fields are not available.

Event description:
During initial implant procedure, the helix of the right ventricular (rv) lead would not longer retract and when attempting to retract the helix was stretched. The rv lead was explanted and replaced to resolve the event. The patient was stable.